Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during stenting of a sfa lesion, the inner catheter of the stent delivery system became detached prior to use in the patient. Another device was used to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned delivery system revealed that the distal segment of the inner catheter was torn off. Although it was reported that the inner catheter detachment occurred prior to patient entry, the stent had been released. The disposition of the stent is unknown. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A damaged guide wire or a guide wire of inappropriate size as well as insufficient flushing of the system may cause the guide wire to become stuck which finally can lead to a breakage of the inner catheter. Based on the information available, a definite root cause for the reported event could not be determined. The IFU states that the delivery system must be flushed prior to use. Also the IFU states: "if resistance is met while retracting the delivery system over a guide wire, remove the delivery system and guide wire together." And "if resistance is met during stent system introduction, the stent system should be removed and another stent system should be used." The IFU states: "insert a 0.035 inch diameter guide wire of appropriate length."